Manufacturer narrative:
The device was received for evaluation. The inspection of the device found no damage or deficiencies that would contribute to skin irritation. A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. An evaluation of the returned device has been conducted. Inspection of the device found no damages or defects that would contribute to the report of skin irritation. During the inspection, a tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. There are no further actions warranted at this time. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s906usqs8fyf4. Hardware: sm-s906u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 450 mg/dl between 24 and 36 hours of wearing the pod. The patient also noted redness and skin irritation when the pod was removed from their abdomen. The pod was received for evaluation, and the cannula was found to be damaged.